Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 849mg/dl, and she was treated with the insulin pump. The customer mentioned being treated with a steroid shot from two weeks earlier. The caller stated that he was connected again to the insulin pump and left the hospital with glucose level of 339mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test, and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.